Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2429304 -2022 -00019.

Event description:
(B)(4): the customer reported during an ercp, the initial passage of the duodenoscope across the pylorus, in the prone position, was not feasible to due to the dilated stomach, body habitus and angulated/deformity at the junction of d1-d2. The endoscope was withdrawn and the patient was placed in the supine position. Subsequently, the scope was traversed to the second portion of the duodenum with some difficulty. The physician was using the endoscope with the distal cover. When the duodenoscope was withdrawn, the distal cover was not attached to the endoscope. According to the physician, nurse and endoscopy technicians, several attempts were made to retrieve the distal cover without success. Three (3) events reported by facility as follows: for event 1 of 3, see (B)(6). For event 2 of 3, see (B)(6). For event 3 of 3, see (B)(6). This is event 2 of 3 from the facility and includes 2 reports: (B)(6): maj-2315. H1y30. (B)(6): tjf-q190v, (B)(4).

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Also corrected h6 medical device problem code. -reconfirmation of complaint failure; a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412). -investigation results of product specifications; quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. -sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Olympus confirmed the following additional information: -no anti-fog agent is used -no lubricant is used -it is unknown whether the cover attached to the scope was inspected for any abnormalities before use. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, so the cause could not be determined. As part of the formal investigation, the possible causes of the distal cover falling off based on the above investigation results: -the cover was easily removed from the scope due to insufficient attachment to the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history record (DHR) review. The DHR for this device was reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The legal manufacturer tried to replicate the reported failure using a distal cover (lot. H1412), and confirmed that the distal cover will never come off when it has no damage and it is correctly attached to the scope. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the following: -the cover was easily removed from the scope due to insufficient attachment to the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. The instructions for use (IFU) states the following: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Olympus will continue to monitor the field performance of the device.

Event description:
Additional information received from the customer. The distal cover fell off at the end of the procedure when the surgeon was removing the endoscope. The intended procedure was a therapeutic ercp and was successfully completed. The surgeon used a different endoscope to search for the distal cover but it was not found and there was no harm to the patient. It is unknown if the distal cover passed through the patient since they have been discharged. There was approximately a five (5) minute delay in the procedure. The endoscope and distal cover were inspected prior to the procedure and there were no findings. No anti-fog agents or chemicals were used on the scope lens, scope or distal cover. The distal cover was inspected after attaching to the endoscope and there were no issues identified. It was confirmed the distal cover was securely attached to the endoscope by pulling and twisting it.

Manufacturer narrative:
This supplement is being submitted to provide additional information from the customer. New information added to b5.